Manufacturer narrative:
The returned device was evaluated. During evaluation the device drew no power from the power supply. There was no light at the sensor. Manipulating the cable did not affect the performance of the device. X-ray investigation revealed potentially broken/frayed wire inside the ch connector.

Event description:
It was reported that the cable "does not work". There was no known impact or consequence to patient. Additional information received from the customer indicated that it just didn't pick up well on the network; intermittent, tried new finger probes, picked up a low o2 sat but when trying different units the saturations were more accurate and consistent.